Manufacturer narrative:
(B)(4). The customer reported the batteries are not functioning and the ac power module connector was broken. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the batteries are not functioning and the ac module connector was broken.

Event description:
The customer reported the batteries are not functioning and the ac power module connector was broken. There was no reported pt involvement.